Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("disabling pelvic pain") in an adult female patient who had essure inserted (lot no. B16013). Additional non-serious events are detailed below. The patient had a medical history of rheumatism (joints only) in 1991 and parity 1, gravida I, tobacco user, myocardial infarction, allergy to metals and psoriasis of scalp. Previously administered products included: qlaira, yaz, alprazolam, moneva and implanon. Concomitant products included stelara (ustekinumab) for crohn's disease since (B)(6) 2023, adalimumab from (B)(6) 2020 to (B)(6) 2021, mikicort (budesonide) for crohn's disease since (B)(6) 2018, neurontin [gabapentin], doliprane (paracetamol) and cortancyl (prednisone) for arthralgia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018 she experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2018 she experienced tinnitus ("tinnitus"). In 2018 she experienced macrocytosis ("macrocytosis"). In 2020 she experienced amnesia ("immediate memory loss"). In (B)(6) 2022 she experienced neck pain ("neck pain") and back pain ("back pain"). In 2022 she experienced abdominal pain upper ("epigastric pain"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fungal infection ("recurrent mycosis"), inflammation ("inflammatory reactions "), rheumatic disorder ("rheumatism"), pain in extremity ("pain in feet, in the right ring finger"), arthralgia ("pain in left elbow"), fatigue ("tiredness"), low back pain ("low back pain"), malaise ("malaise"), tendon pain ("tendon pain (right shoulder) after a trauma (fall)"), paraesthesia ("paresthesia"), vision blurred ("blurred vision"), headache ("headache"), haemorrhoids ("hemorrhoids"), adenomyosis ("adenomyosis"), metal poisoning ("heavy metals release") and device dislocation ("essure migrated (intra-uterine)"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, fungal infection, inflammation, pain in extremity, arthralgia, fatigue, low back pain, malaise, tendon pain, amnesia, paraesthesia, abdominal pain upper, neck pain, back pain, macrocytosis, tinnitus, ovarian cyst, vision blurred, headache, haemorrhoids, adenomyosis, metal poisoning and device dislocation were unknown. The reporter considered abdominal pain upper, adenomyosis, amnesia, arthralgia, back pain, low back pain, device dislocation, fatigue, fungal infection, haemorrhoids, headache, inflammation, macrocytosis, malaise, metal poisoning, neck pain, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, rheumatic disorder, tendon pain, tinnitus and vision blurred to be related to essure administration. The reporter commented: according to the patient¿s physician the occurrence of adenomyosis was linked to essure. Heavy metals release was also suspected to be linked to essur. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.569 kg/sqm. [Biopsy] on (B)(6) 2020: silver and tin (from implant welding) and calcium phosphate (from endogenic calcification) [colonoscopy] on 11-dec-2018: ileum inflammation [computerised tomogram] on (B)(6) 2018: slight hepatomegaly, slight terminal ileitis [computerised tomogram thorax] on (B)(6) 2021: dilatation of bile duct [endoscopy] on (B)(6) 2020: antral erosions and ulcerative ileitis without tumoral lesion (no helicobacter pylori) [hair metal test] on (B)(6) 2018: no molybdenum and vanadium but poisoning with calcium, mercury, selenium [hysterosalpingogram] on (B)(6) 2014: right tubal implant efficient [magnetic resonance imaging pelvic] on (B)(6) 2017: essure mainly in endocavitary position ¿ associated adenomyosis [mammogram abnormal] in (B)(6) 2021: benign cysts [smear cervix] on (B)(6) 2015: no lesion, no malignancy [ultrasound scan] on (B)(6) 2017: essure migrated (intra-uterine) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("disabling pelvic pain") and device expulsion ("essure migrated (intra-uterine)") in an adult female patient who had essure inserted (lot no. B16013). Additional non-serious events are detailed below. The patient had a medical history of rheumatism (joints only) in 1991 and parity 1, gravida I, tobacco user, myocardial infarction, allergy to metals and psoriasis of scalp. Previously administered products included: qlaira, yaz, alprazolam, moneva and implanon. Concomitant products included stelara (ustekinumab) for crohn's disease since (B)(6) 2023, adalimumab from (B)(6) 2020 to (B)(6) 2021, mikicort (budesonide) for crohn's disease since (B)(6) 2018, neurontin [gabapentin], doliprane (paracetamol) and cortancyl (prednisone) for arthralgia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, she experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2018, she experienced tinnitus ("tinnitus"). In 2018, she experienced macrocytosis ("macrocytosis"). In 2020, she experienced amnesia ("immediate memory loss"). In (B)(6) 2022, she experienced neck pain ("neck pain") and back pain ("back pain"). In 2022, she experienced abdominal pain upper ("epigastric pain"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device expulsion (seriousness criterion medically important), fungal infection ("recurrent mycosis"), inflammation ("inflammatory reactions"), rheumatic disorder ("rheumatism"), pain in extremity ("pain in feet, in the right ring finger"), arthralgia ("pain in left elbow"), fatigue ("tiredness"), low back pain ("low back pain"), malaise ("malaise"), tendon pain ("tendon pain (right shoulder) after a trauma (fall)"), paraesthesia ("paresthesia"), vision blurred ("blurred vision"), headache ("headache"), haemorrhoids ("hemorrhoids"), adenomyosis ("adenomyosis") and metal poisoning ("heavy metals release"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, device expulsion, fungal infection, inflammation, pain in extremity, arthralgia, fatigue, low back pain, malaise, tendon pain, amnesia, paraesthesia, abdominal pain upper, neck pain, back pain, macrocytosis, tinnitus, ovarian cyst, vision blurred, headache, haemorrhoids, adenomyosis and metal poisoning were unknown. The reporter considered abdominal pain upper, adenomyosis, amnesia, arthralgia, back pain, low back pain, device expulsion, fatigue, fungal infection, haemorrhoids, headache, inflammation, macrocytosis, malaise, metal poisoning, neck pain, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, rheumatic disorder, tendon pain, tinnitus and vision blurred to be related to essure administration. The reporter commented: according to the patient¿s physician the occurrence of adenomyosis was linked to essure. Heavy metals release was also suspected to be linked to essur. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.569 kg/sqm. [Biopsy] on (B)(6) 2020: silver and tin (from implant welding) and calcium phosphate (from endogenic calcification). [Colonoscopy] on (B)(6) 2018: ileum inflammation. [Computerised tomogram] on (B)(6) 2018: slight hepatomegaly, slight terminal ileitis. [Computerised tomogram thorax] on (B)(6) 2021: dilatation of bile duct. [Endoscopy] on (B)(6) 2020: antral erosions and ulcerative ileitis without tumoral lesion (no helicobacter pylori). [Hair metal test] on (B)(6) 2018: no molybdenum and vanadium but poisoning with calcium, mercury, selenium. [Hysterosalpingogram] on (B)(6) 2014: right tubal implant efficient. [Magnetic resonance imaging pelvic] on (B)(6) 2017: essure mainly in endocavitary position; associated adenomyosis. [Mammogram] in (B)(6) 2021: benign cysts. [Smear cervix] on (B)(6) 2015: no lesion, no malignancy. [Ultrasound scan] on (B)(6) 2017: essure migrated (intra-uterine). The most recent follow-up information incorporated above includes data received on: 08-jan-2024: upon follow up its identified that this case is duplicate case of (B)(4) therefore this case needs to be marked for deletion. All source documents, references, events, reporters, lot number are transferred to retention casse. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.